Event description:
Event occured prior to the patient being enrolled in the (B)(4) study. Same patient as MDR ID# 2134265-2013-06555. Same patient as MDR ID# 2134265-2013-06923. It was reported that during a percutaneous coronary intervention (pci) procedure, in stent restenosis occurred. Dec-1998 - the patient had a 3.0 x 15 mm nir stent placed in the mid right coronary artery (rca). Sep-2004 - the patient developed post infarct angina. The next day selective angiography was performed and revealed an occlusion in the middle to proximal rca. This was treated with direct stent placement using a 3 x 19 mm non bsc stent. (B)(6) 2013 - the patient had come for a diagnostic coronary angiography following an exercise stress test which was positive for ischemia. The target lesion was 80% in stent stenosed in the rca. The next day successful percutaneous transluminal coronary angioplasty (ptca) was performed with unspecified drug eluting stents placed in the ostial pl, ostial posterior interventricular artery, intrastent restenosis in the middle rca and proximal rca.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).